Manufacturer narrative:
Philips service replaced the singlelink dvi receiver and tested the system, returning it to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the video display showed a black screen and images were not visible on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.